Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the "sheath broke during insertion and they had to open a standalone". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that the sheath had split completely down the length of the extrusion. One of the tabs did not tear correctly resulting in the extrusion to separate, but with a portion of the extrusion remaining attached to the tab. The separation points of the extrusion as well as the tear lines on the extrusion appeared stretched. The sheath extrusion from the tab to the distal tip measured 2 13/16", which is within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter/inner diameter could not be accurately measured. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for lot 34c23k0189 in regard to "peel-away sheath tears incorrectly". The failure mode of this complaint is the same as/relevant to the non-conformance identified. The report that a peel-away did not tear correctly was confirmed through complaint investigation. Visual analysis revealed that the sheath split completely along the length of the extrusion; however, one side of the extrusion had separated with a portion of the extrusion remaining attached to the tab. Based on the customer report, the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "sheath broke during insertion and they had to open a standalone". No patient harm or injury. The patient status is reported as "fine".